Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation the control lever was pressed and the lens was damaged in the injector at the time of surgery. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11 the product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. No ophthalmic visco surgical device(ovd) is observed in the device. The plunger has been advanced to mid nozzle and is advanced under the iol. The iol is advanced into the nozzle entry and is damaged. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).